Event description:
Reportedly, the pacemaker involved in this MDR report could not be interrogated after an external cardioversion; however the device was still pacing the ventricle in vvi mode. An attempt to force the device to switch to standby mode in order to re-initialize the software was performed without success. Consequently, device replacement was recommended. The device replacement date is unknown.

Manufacturer narrative:
(B)(4), 2012: this event concerns a device that was manufactured and used outside the united sates. Analysis is pending.